Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lower anterior resection double stapling, while using the device for the anastomosis of the rectum, the handle was little stiff during firing. The surgeon twisted the black knob and confirmed the click sound, then tried to remove the stapler but the device was stuck and could not be removed smoothly. The device had to be removed by force. When the device was removed, it was found that the anvil did not tilt after removing the donut tissue. A leakage test was performed and there was no problem, but the surgeon sutured additionally and completed the surgery.